Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing to a different tandem charging cable, which allowed the pump to begin charging.